Event description:
Additional information received on 8/29/2025: the event was discovered when preparing the port needle to insert in the patient. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set is confirmed; however, the exact cause is unknown. One photograph of a damaged infusion set was returned for evaluation. An initial visual observation of the photograph showed the extension tubing had separated from the y-site. The safety mechanism was not activated and the needle cover was present. No obvious use residue was observed on the sample. No details of the break site could be discerned from the returned sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that a y-connector is separated from the main body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of the event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.